Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the caller was unable to communicate with the ins using either the patient programmer or the recharger. The caller declined over the phone troubleshooting. He wanted a manufacturer's representative (rep) to come to their home since it is difficult for the patient to travel. It was reviewed that reps can only be scheduled by the patient's healthcare provider (hcp). No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.